Event description:
It was reported that a powered wheelchair ran into the user. The user fell and was stuck between the chair and the laundry room door with the chair wheels spinning on her left foot. During the user's hospital visit, a medical professional confirmed three broken ribs and a broken foot. Should additional relevant information become available, a supplemental report will be submitted.